Event description:
It was reported that a pericardial effusion and patient death occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx pro laa closure device with delivery system (wds). The closure device was recaptured after the initial deployment for repositioning to a more proximal location. After a full recapture was performed the patient became hypotensive and a pericardial effusion with tamponade was observed on transesophageal echocardiogram (tee). A perforation in the laa was identified. The closure device was repositioned and released after meeting release criteria. A pericardiocentesis was performed and heparin was reversed. Bleeding into the pericardium continued and preparations were made to transfer the patient to surgery. The patient decompensated further and chest compressions were initiated. Efforts to resuscitate the patient were unsuccessful and the patient expired.